Event description:
The sales representative was testing a quick drive mini for a procedure and it turned on by itself with no buttons being depressed. He could not get it to turn off until he removed the battery. When the battery was replaced, it would not work at all.

Manufacturer narrative:
The result of the investigation performed indicated that the sensor of the returned qdm, catalog # 62-50101, lot # m4400f9999 was destroyed due to mechanical damage.